Manufacturer narrative:
Section a: patient information was not provided. D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console displayed an s3 error alarm when in use on a patient. The equipment was swapped out with no patient harm. No other event or patient information available. The console and motor would be returned for evaluation.

Manufacturer narrative:
This event is supplemental and the investigation findings will be submitted under manufacturer report #3003306248-2025-00065.